Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device was not working properly. The customer stated the device alarmed no delivery. Customer was giving a bolus of four units out of seven units. The customer's blood glucose was 22mmol/l. Customer stated the insulin did not exit. Advised customer to remain disconnected and pushes insulin slowly; they stated insulin did exit from tubing. Explained the alarm was caused by device occlusion. Customer stated the device alarmed no delivery even after troubleshooting. Customer declined troubleshooting for high blood glucose. Customer declined since they had treated with bolus.